Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (would not power on) was confirmed. As received, the monitor failed incoming functional testing. Upon investigation, there was corrosion on auxiliary pca. The cause of the monitor's inability to power on was the corrosion. The root cause of the corrosion was due to ingress of an unknown substance. No adverse event resulted from the defective monitor.

Event description:
A distributor returned monitor sn (B)(4) and reported that the monitor would not power on.